Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #609b, serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 34,169 joules of use, ¿significantly diminished vaporization efficiency¿ and "fiber was flashing even though there were no stones and not working as efficiently" was noted. The procedure was completed by using a second fiber at 346,447 joules of use. The fiber tips (caps) of both fibers were cleaned during the procedure. Patient outcome ¿ok¿ reported. No injury to the patient was reported.